Manufacturer narrative:
Product complaint #: (B)(4). Evaluation summary: an empty opened overwrap, an empty folder and a needle-suture piece of product code 1171t, lot al1093 were received for analysis. During the visual inspection of needle-suture, the swage and attachment area were noted to be as expected. The suture was examined along of strand and the end was noted cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed and the tensile force met the requirements. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a mastopexy with prosthesis procedure on (B)(6) 2019 and suture was used. It was reported that the threads were bursting easily. A similar product was used to continue the procedure. No adverse patient consequences reported.